Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary according to the information provided, it was reported that during the surgery of meniscus repair, could not fire again after 1st firing, and the firing trigger was loose. No additional information could be provided. The complaint device was received and inspected. The implants and suture were received along with the needle. It was observed that they were jammed in the needle. Under magnification, it was identified some blood residues in the suture. When test its functionality, it was also observed that the trigger was loose, in that there was no tension on the handle from the spring. Therefore, it appears that the internal mechanism of the handle has been broken and disconnected from the firing spring. The possible root cause for the reported failure could be related when not inserting the needle to the proper depth for deployment which have caused that the implant to not be deployed as intended. When attempted to fire the implant against the tissue, excessive force could have caused stress on the handle thus causing the handle mechanism to break. However, given the information provided we cannot discern a definitive root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number:6l54943, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter phone number:(B)(6). UDI: (B)(4).

Event description:
It was reported that during the surgery of meniscus repair, could not fire again after 1st firing, and the firing trigger was loose. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.